Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 5.5x150mm supera stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2016, a 5.5x120mm supera stent was implanted in the right superficial femoral artery (sfa), moderately to heavily calcified lesion without issue. Post procedure, the patient was placed on three different antiplatelet therapy medications. On (B)(6) 2016, the patient presented with ankle pain. A 5.5x150mm supera stent was implanted in the left sfa. Following, spasms were noted in the 5.5x150mm supera stent. Medication was provided and balloon angioplasty performed for the spasms. On (B)(6) 2016, the patient was hospitalized with right leg knee and shin pain. Per computerized tomography (CT) imaging, there was decreased blood flow in the right leg, containing the 5.5x120mm supera stent. On (B)(6) 2016, per right leg imaging, the brachio index was 0.2. The patient was admitted to the hospital and a catheter with fibrinolysis properties was inserted. On (B)(6) 2016, per angiography, blood clots were noted proximal to the 5.5x120mm supera stent. The catheter was removed and thrombectomy was performed. Following, 90% re-stenosis was noted in the 5.5x120mm supera stent and the stent appeared twisted. Balloon angioplasty was performed. A herculink elite was placed as treatment. Good results were noted. The patient was placed on coumadin. The event resolved without sequela. The patient was discharged from the hospital over the (B)(6). There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of ischemia, pain, thrombosis and stenosis, are known potential patient effects as listed in the supera instructions for use (IFU). The investigation was unable to determine a conclusive cause for the reported stent deformation and subsequent patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported stent deformation and subsequent patient effects. The reported treatments and hospitalization are related to operational context. The reported patient effect of embolism is a known potential patient effects as listed in the supera instructions for use (IFU). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The viatrac balloon referenced is submitted under another MFR number.

Event description:
Subsequent to the previously filed medwatch report, the additional information was obtained: on (B)(6) 2016, per imaging, thrombotic occlusion of the 5.5x120mm right sfa/popliteal supera stent with embolization of thrombus to the tibioperoneal trunk had occurred. About 30% in-stent restenosis was noted in the right sfa/popliteal supera stent. A thrombolytic therapy ultrasound facilitated catheter was placed in the right femoral artery due to right foot critical limb ischemia and right calf/foot pain at rest. The left leg remained widely patent with mild in-stent restenosis. On (B)(6) 2016, thrombectomy was performed. High grade stenosis was noted with right sfa/popliteal supera stent collapse. Additionally, this right sfa/popliteal supera stent appeared twisted. As treatment, balloon angioplasty was attempted, however both a viatrac balloon and non-abbott balloon ruptured at high pressure. As treatment, a herculink stent was implanted without reported issue at the area of supera stent collapse. The patient tolerated this procedure well.